Event description:
The pt reported no longer hearing sounds after hitting head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000.